Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that insulin pump is no longer working. Customer reported that screen is blacked out and the pump shows signs of some damage. Customer stated the pump was slammed in a door. The blood glucose level was not included in the report. Advised discontinuation of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass and minor scratches on display window.